Manufacturer narrative:
Corrected b5. Added information to h6. The most likely cause is procedural factors, including preservation of subvalvular apparatus that could potentially have led to fusion of leaflets to the subvalvular tissue, as reported.

Event description:
Edwards received information that a 27mm 7300tfxj valve, implanted approximately five (5) years, was explanted due to mitral stenosis. Fusion to the sub valvular tissue was suspected. The device was explanted and replaced with a 27mm 11400m valve. The patient developed stenosis and underwent a redo mitral valve replacement. The 27mm 7300tfx was explanted and replaced with a 27mm 11400m. After implant of the 27mm 11400, mitral regurgitation was observed. One of the leaflets was not moving due to severe interference to the sub valvular tissue at one of the commissures. The device was explanted and then re-implanted. However, there was still regurgitation, the 27mm 11400m was then explanted (second time) and replaced with a non-edwards mechanical valve. The patient status was reported as under treatment.

Event description:
Edwards received information that a 27mm 7300tfxj valve, implanted approximately five (5) years, was explanted due to mitral stenosis. Fusion to the sub valvular tissue was suspected. The device was explanted and replaced with a 27mm 11400m valve. The patient status was unknown. The device was implanted for mr s/p mvr. Both patient native leaflets are preserved.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.